Event description:
It was reported that during a da vinci inguinal hernia repair procedure, the surgical staff suspected that the permanent cautery hook instrument sparked and the patient's bowel was burned.

Manufacturer narrative:
The instrument was returned to intuitive surgical, inc. (Isi) and evaluated. Failure analysis of instrument revealed that both yaw pulleys did not exhibit charring or localized melting at the yaw base. Electrical continuity testing of the instrument passed. No damage was found on the instrument's conductor wires. No other instrument damage was found. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly sustained burned bowel injury while undergoing a da vinci surgical procedure. However, at this time, the cause and details of the bowel injury are unknown. The permanent cautery hook instrument was evaluated by isi and no evidence of arcing was found.